Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the information provided that suggest that the procedure date was performed three months from the aware date of (B)(6) 2022. The exact implant date is unknown. The provided implant date, (B)(6) 2022, was chosen as a best estimate based on the information provided that suggest that the implant date was performed three months from the aware date of (B)(6) 2022. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that spaceoar vue device was implanted during a spaceoar vue placement procedure performed under local anesthesia on an unknown date. Additionally, fiducial markers were placed. Computed tomography (CT) imaging was performed and showed a rectal wall infiltration (rwi) from 10:00 to 01:00 o'clock. Due to this finding, the patient started androgen deprivation therapy (adt) and waited for 3 months hoping the hydrogel would be dissolved. Magnetic resonance imaging (MRI) was performed in order to visualize the three months progress. The imagery showed complete rwi with no shrinkage. There were no patient complications reported as result of this event.